Event description:
It was reported that the impactor broke during a procedure. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Common device name: phx. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h10 visual examination of the returned product identified signs of use in the form of nicks and scratches on the handle and shaft, and the impactor pad is fractured. The features of the fracture surface show an overload fracture failure mode was identified. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.